Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus. The customer's blood glucose (bg) level was impacted up to (395 mg/dl). The customer changed the infusion set and took boluses to stabilize bg level. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to possibly be the cause of the alarm. The customer stated to be out of cartridges at the time of the call and would use manual injections of humalog as alternate insulin therapy.